Event description:
It was reported that error messages were displayed while using the subject programmer. Indeed, the following message "failed to access manage core" was displayed. A workaround (crtl+alt+del and f8) was performed without success. Preliminary analysis revealed that the issue resulted from an ongoing process that was taking 99% of the central processing unit time. It was due to a sudden shutdown while the system was hibernating. The subject programmer was returned for repair.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was reported that error messages were displayed while using the subject programmer. Indeed, the following message "failed to access manage core" was displayed. A work around (crtl+alt+del and f8) was performed without success. Preliminary analysis revealed that the issue resulted from an ongoing process that was taking 99% of the central processing unit time. It was due to a sudden shutdown while the system was hibernating. The subject programmer was returned for repair.